Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found to meet spec and the reported symptom could not be reproduced. The device was found to pass downstream occlusion detection testing. The downstream tubing guide was replaced and the unit was calibrated.

Event description:
It was reported that a spectrum pump failed to detect a downstream occlusion during preventative maintenance testing. It was also reported there was no pt injury.